Manufacturer narrative:
Other relevant device(s) are: micra; model #: mc1vr01-delsys/expiration date: 28-feb-2020/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 04-sep-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a small pericardial effusion after the implant procedure. Because the effusion was small, the patient was placed under observation. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.